Event description:
After 2 days of iab therapy, a kink alarm sounded, pumping would not re-initiate and condensation was noted in the tubing. The tubing was purged. The dressing was examined and blood was then noted in the tubing. The iab was removed and not replaced. No pt injury occurred.